Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the nurse mgr realized there was a leakage during preparation from the set (iab-s840c). There were no reported pt complications. Additional info received from distributor on 12/30/2009 stated md noticed leak: "the iab was prepared the usual way i.e. Flushed first, some air removed with the syringe and removed horizontally from package. After inserting half the iab into the sheath, there was blood leakage from the distal end of balloon. Could not tell if the blood was from inside the balloon or tracking from outside the balloon. As the pt was very sick, I needed to insert the balloon urgently so I exchanged with another balloon. In case the first balloon was leaking, and if I had to remove it, I would have to remove the sheath as well and this was already a difficult sheath insertion."